Event description:
It was reported that customer experienced multiple occlusion alarms over past month, with most recent event occurring on 16/05/2026, and technical support was unable to verify alarm number in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resuming insulin, and although customer reported recurring occlusion issues, customer declined further assistance and technical support closed case.